Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device keypad keys did not respond and the keypad failed the keypad testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the keypad of a spectrum pump had the following keys unresponsive; 7, 4, 1, the setup key, and soft key 2. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.